Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient tested for anti-tpo on an elecsys e170 modular analytics immunoassay analyzer. The initial anti-tpo result was > 600 u/ml. The sample was repeated with a result of 16.93 u/ml. The incorrect result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The anti-tpo reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and did not identify any issues. Instrument performance testing was completed. The fse noted that the measuring cell count was over 20,0000. Maintenance was last performed on 24-oct-2017. Procell/cleancell bottles were replaced. Afterwards, the sample results were normal. There were no other questionable results besides the anti-tpo results. The investigation determined that procell/cleancell handling at the customer site was the root cause of the erroneous high result. Improper handling of the reagent or procell/cleancell system reagents can cause foam or bubbles on the surface.